Event description:
A 28mm x 16mm diameter x 16.5cm length aneurx bifurcated stent graft was impalnted to exclude an abdominal aortic aneurysm in 2000 in a pt. The pt had a history of coronary artery disease, hypertension, and copd. The pt's aortic neck diameter was 24mm with an aortic neck length measuring 14mm. It was reported that the stent graft was deployed too high and partially occluded the renal arteries, which required bilateral renal stents implanted to prevent occlusion. Medtronic/ave contacted the physician and he stated that the device was implanted too high in the aortic neck. He stated that there was not a completion angiogram done which he normally performs to verify the patency of the renal arteries. He verified that there were no problems deploying or removing the delivery system. A CT scan and duplex scan was performed the next day and showed good renal flow. The pt's serum creatinine on post-op day 2 was 1.9. Two weeks later the pt's serum creatinine increase to 5.2. An angiogram was performed the following day, which demonstrated that both of the renal arteries had been partially covered by the stent graft. Bilateral palmaz stents were placed successfully in the renal arteries. The physician reported that the pt's serum creatinine in december was back to normal at 1.2. The pt is scheduled in 3 months for a follow-up with a 3d reconstruction. The physician felt it was unnecessary to send films for review since the pt has done well and the other physicians involved in the case all confirmed that the stent graft was initially deployed slightly too high. It was reported that the pt is doing well and there was no add'l clinical sequelae reported relative to the event.